Event description:
On (B)(6) 2022, fujifilm healthcare americas corporation received a complaint involving the supria true64 whole-body x-ray CT system. The event described in this report occured twice in one day during two different patient studies. This report addresses the first of the two events. It was reported that while performing a scanogram, an error occurred during a patient study. The error was due to specific search strings containing lowercase letters entered in the patient information fields. The images were not reconstructed because of the error and the rawdata was not displayed in the worklist. The patient was successfully scanned using another device. Fujifilm healthcare americas corporation was informed that the manufacturer initiated a recall on (B)(6) 2022. To correct this issue. As such, it was determined that this complaint should be reported in an abundance of caution.